Event description:
It was reported that the caller had an implantable neurostimulator (ins) and it worked for a ¿little while.¿ then, the patient started having ¿multiple problems¿ and the ins ¿did not work anymore.¿ it was noted that the ins was taken out. The patient thought this was earlier than 1998-2000. It was noted that the patient was on oral medication. The patient also noted that they fell when they were 32 and had a ¿severe back injury.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l57559, implanted: (B)(6) 1998, explanted: (B)(6) 2000, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1998, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2000, product type extension. (B)(4).